Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began one afternoon during the last week of (B)(6) (year not specified). The patient manages her diabetes with insulin pump therapy. The patient denied making changes to her usual dose of novolog insulin (32 units a day). About 15 minutes prior to testing, the patient claimed she felt symptoms of blurred vision and shaky. The patient drank a pepsi soda as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted there was indication of misuse. The patient reportedly tried to replace the batteries but the subject meter still would not power on. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.